Event description:
It was further reported that it was unknown if there were other medications in the pump at the time of the event. The patient was also taking crestor and pristiq. Perioperative antibiotics were administered. It was unknown if the patient had meningitis. The patient had pain and leukocytosis. The primary location of the infection was the lumbar region. A blood culture was taken from the device pocket and the organism was reported as ¿unknown.¿ intravenous antibiotics were also administered and there was a partial device system explant. The patient outcome was reported as ¿unknown¿ as well as risk factors prior to the device implant.

Event description:
Additional information was received and it was reported that the patient¿s pump was explanted in 2010.

Event description:
It was reported that the patient's pump was removed due to infection. The exact date of infection was unknown. There was a myelogram performed on (B)(6) 2009. It was indicated that the patient didn't have problems with the pump but was better now. The drugs delivered via pump were dilaudid and morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type catheter product ID, 8598a lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).